Event description:
It was reported that during a hepatectomy, the tip broke off and fell into the patient. They retrieved it and completed the case with another like device with no patient consequence.

Manufacturer narrative:
Date sent: 09/16/2008. Information anticipated, but unavailable at this time.